Event description:
It has been reported to philips that, system would not boot up. System was not in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon inspection, fse determined that the l-arm power supply, host-pc, ethernet switch, hdd, touch screen module(tsm) were faulty. The fse replaced the l-arm power supply, host-pc, ethernet switch, hdd, tsm and reloaded software of tsm. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.